Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, one (1) titanium femoral recon nail cannulated, and two (2) titanium recon screws did not function properly. The surgeon followed the surgical technique regarding entry point and intramedullary reaming. The surgeon implanted the femoral recon nail but it was difficult to mallet the nail into the femur. Once the nail was seated, he tried to rotate the nail using the aiming arm and it would not rotate. He then back slapped the nail, so it could be inserted with more anti-version, but it was very difficult to insert. After this, it was made sure that the cannulated connecting screw was secure and tight. Once the nail was back slapped enough, he corrected the anti-version and malleted the femoral recon nail back down the femur. The cannulated connecting screw was checked once more to make sure it was secure and tight. The surgeon then again started the proximal recon screw implantation process, and the nail was still aiming too posterior. The surgeon then tried to change the rotation of the nail by rotating the aiming arm. He thought he was in the right position but, after completing the implantation of the femoral recon screws, it was noticed that they missed the holes in the nail. The surgeon then removed the screws and nail to finish the procedure with a proximal femoral nailing system (tfna) instead. The tfna portion of the surgery was completed without issue. There was an unspecified delay to the surgical procedure. Patient consequence was not specified. This report is for one (1) unknown - guides/sleeves/aiming: aiming arm. This is report 4 of 4 for (B)(4).